Event description:
The medical device in question reports apnea hypopneas index that is used for the diagnosis of sleep apnea. The co misleads the physicians by claiming that the index has been FDA approved when this is not the case -FDA case k042916-. According to the index therapy or no therapy is decided. If therapy is missed and the pt is not treated while he should, complications may arise. A claim of such an index as FDA approved while it is not, can have serious consequences on the well being of pts evaluated with the device.